Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode. Despite reprogramming attempts, the device was unable to be restored and defibrillation therapies were not available. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to power on reset (por). After the device was restored from backup mode, functional testing was performed. No anomalies were found. The backup operation could not be reproduced. The cause of the reported event could not be determined.